Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during knee arthroscopy surgery the cannulated drill did break off. The broken off piece has been retrieved from the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1204.5l, batch 03033015 was received for investigation. Visual inspection identified that the cannulated drill was returned in three distinct pieces, with breakage evident at the distal end of the shaft and along one of the flutes of the shaft. It was determined using digital caliper ID: 011 that approximately 0.2250" of the shaft broke, and additionally, 0.5515" of one of the drill flutes had broken off. Assessment with gauge mmi 283 identified that the shaft width of the drill met design specifications. The cause remains undetermined.